Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The lab analysis revealed the tibial tray grit blast surface has no visible bone cement attachment which indicates possible loosening of the tibial tray component. There was also scratching and adhesive wear observed on proximal portion of tibial base and distal tibial insert. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by boney debris or bone cement in the articular space. The exact cause of the lack of bone cement attachment and subsequent loosening could not be ascertained from the analysis. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion. No further action is being taken at this time; however we will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to the baseplate being loose.

Manufacturer narrative:
.